Manufacturer narrative:
(B)(6). On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, found the reported issue could not be replicated. Checked all instruments, and was able to verify them successfully, except for the straight suction, which was verified when holding the suction at extreme angles. Tracer pattern was not to protocol. The medtronic representative made recommendations for best practice and technique for tracer pattern. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure performed one day earlier, the surgeon alleged an inaccuracy occurred. The surgeon stated that the procedure went well, and there was no impact to patient, however, the surgeon deemed their navigation system was off 3 centimeters. Tracer pattern was less than ideal. The surgeon continued and completed the procedure with the use of the navigation system, without further issue. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to cover a procedure. The site acknowledged that tracer pattern and scan protocols could be improved. The covered procedure was performed with complete accuracy. The instructions for use (IFU) provided with the navigation system were provided containing guidance for proper tracer registration technique.